Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The device passed the temperature assessment test. Therefore, the reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the attachment device "heated up". It was unknown to the reporter if the device was used in a surgical procedure and/or if there was a delay to a surgical procedure. The date of the event was unknown. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.